Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of an adult female consumer/ plaintiff in united states on (B)(6) 2016. It refers to the plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. The plaintiff claimed as result of placement of essure devices the following events: severe pain on left side, utis (interpreted as urinary tract infections), migration of coils perforated, loss of cycles and fatigue. When asked if the essure device has been removed or if the plaintiff was told the essure needed to be removed, the answer was yes. Follow up 05-apr-2016: product technical complaint (ptc) investigation result was received: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff. She had essure (fallopian tube occlusion insert) inserted and experienced migration of coils, perforated. When questioned if essure was removed or if she was told if device needed to be removed, she answered yes. The reported event is listed according to essure's reference safety information. During essure micro-insert therapy, there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), migration (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this particular case, limited information was provided. However, considering event's nature; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as an incident in a conservative approach, as although it is unclear if essure was actually removed; an intervention cannot be formally excluded with the available information. Based on the available information no product quality defect was confirmed. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of coils: perforated") and device dislocation ("left coil slightly displaced with abnormal angulation/failure to occlude (close) fallopian tube(s)") in an adult female patient who had essure (batch no. C06521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraceptive: depo provera; for an unreported indication: depomedrol. Past adverse reactions to the above products included dermatitis allergic with depomedrol; and weight increased with depo provera. Concurrent conditions included break through bleeding, anxiety, heavy periods, uterine bleeding, flank pain (left), obesity, sialoadenitis, depression and upper respiratory infection. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced abdominal distension ("bloating") and menorrhagia ("menorrhagia/abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("severe pain left side/ chronic pelvic pain"), urinary tract infection ("utis"), migraine ("migraines"), amenorrhoea ("loss of cycles/not had period for last 6 weeks"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding(vaginal )"), dysmenorrhoea ("dysmenorrhea (cramping)"), constipation ("constipation"), abdominal pain lower ("lower abdominal pain"), irritable bowel syndrome ("ibs (worsening)") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (laparoscopy, possible left salpingoophectomy, d and c hysteroscopy). At the time of the report, the uterine perforation, device dislocation, pelvic pain, urinary tract infection, migraine, amenorrhoea, fatigue, abdominal distension, menorrhagia, vaginal haemorrhage, dysmenorrhoea, constipation and abdominal pain lower outcome was unknown and the irritable bowel syndrome and bacterial vaginosis had not resolved. The reporter considered abdominal distension, abdominal pain lower, amenorrhoea, bacterial vaginosis, constipation, device dislocation, dysmenorrhoea, fatigue, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (right tube occluded). Pregnancy test - in (B)(6) 2015: negative. Concerning the injuries reported in this case , the following ones were described in patient's medical record:pelvic pain, dysmenorrhoea, constipation, abdominal pain lower, abdominal distension and uti (urinary tract infection). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of coils: perforated") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced abdominal distension ("bloating") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, urinary tract infection ("utis"), migraine ("migraines"), amenorrhoea ("loss of cycles") and fatigue ("fatigue"). The patient was treated with surgery. Essure was removed. At the time of the report, the uterine perforation, urinary tract infection, migraine, amenorrhoea, fatigue, abdominal distension and menorrhagia outcome was unknown. The reporter considered abdominal distension, amenorrhoea, fatigue, menorrhagia, migraine, urinary tract infection and uterine perforation to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 9-oct-2017: reporter information updated and lawyers added as reporter, events bloating and menorrhagia were added, event chronic pelvic pain clubbed with previously reported symptom. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of coils: perforated") and device dislocation ("left coil slightly displaced with abnormal angulation/failure to occlude (close) fallopian tube(s)") in an adult female patient who had essure (batch no. C06521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraceptive: depo provera. Past adverse reactions to the above products included weight increased with depo provera. Concurrent conditions included break through bleeding, anxiety, heavy periods and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced abdominal distension ("bloating") and menorrhagia ("menorrhagia/abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("severe pain left side/ chronic pelvic pain"), urinary tract infection ("utis"), migraine ("migraines"), amenorrhoea ("loss of cycles/not had period for last 6 weeks"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding(vaginal )"), dysmenorrhoea ("dysmenorrhea (cramping)"), constipation ("constipation"), abdominal pain lower ("lower abdominal pain") and irritable bowel syndrome ("ibs"). The patient was treated with surgery (laparoscopy, possible left salpingoophectomy, d and c hysteroscopy). At the time of the report, the uterine perforation, device dislocation, pelvic pain, urinary tract infection, migraine, amenorrhoea, fatigue, abdominal distension, menorrhagia, vaginal haemorrhage, dysmenorrhoea, constipation and abdominal pain lower outcome was unknown and the irritable bowel syndrome had not resolved. The reporter considered abdominal distension, abdominal pain lower, amenorrhoea, constipation, device dislocation, dysmenorrhoea, fatigue, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (right tube occluded). (B)(6) 2015: pregnancy test negative last week. Concerning the injuries reported in this case, the following one/ones were described in patient's medical record:pelvic pain, dysmenorrhoea, constipation, abdominal pain lower, abdominal distension. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and mr received. New reporter, lab data, concomitant, historical condition added, lot number added. Events: "abnormal bleeding(vaginal ), left coil slightly displaced, dysmenorrhea (cramping), constipation, lower abdominal pain and irritable bowel syndrome added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of coils: perforated") and device dislocation ("left coil slightly displaced with abnormal angulation/failure to occlude (close) fallopian tube(s)") in an adult female patient who had essure (batch no. C06521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraceptive: depo provera; for an unreported indication: depomedrol. Past adverse reactions to the above products included dermatitis allergic with depomedrol; and weight increased with depo provera. Concurrent conditions included break through bleeding, anxiety, heavy periods, uterine bleeding, flank pain (left), obesity, sialoadenitis, depression and upper respiratory infection. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced abdominal distension ("bloating") and menorrhagia ("menorrhagia/abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("severe pain left side/ chronic pelvic pain"), urinary tract infection ("utis"), migraine ("migraines"), amenorrhoea ("loss of cycles/not had period for last 6 weeks"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding(vaginal )"), dysmenorrhoea ("dysmenorrhea (cramping)"), constipation ("constipation"), abdominal pain lower ("lower abdominal pain"), irritable bowel syndrome ("ibs (worsening)") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery (laparoscopy, possible left salpingoophectomy, d and c hysteroscopy). At the time of the report, the uterine perforation, device dislocation, pelvic pain, urinary tract infection, migraine, amenorrhoea, fatigue, abdominal distension, menorrhagia, vaginal haemorrhage, dysmenorrhoea, constipation and abdominal pain lower outcome was unknown and the irritable bowel syndrome and bacterial vaginosis had not resolved. The reporter considered abdominal distension, abdominal pain lower, amenorrhoea, bacterial vaginosis, constipation, device dislocation, dysmenorrhoea, fatigue, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (right tube occluded). Pregnancy test - in (B)(6) 2015: negative . Concerning the injuries reported in this case , the following ones were described in patient's medical record:pelvic pain, dysmenorrhoea, constipation, abdominal pain lower, abdominal distension and uti (urinary tract infection). Most recent follow-up information incorporated above includes: on 24-jul-2018: plaintiff fact sheet was received. New event bacterial vaginosis was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs